Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using an ibd proxabrush and it broke in her mouth, she choked and coughed it up.